Manufacturer narrative:
A complete analysis and testing of 3 sealed and 4 opened and used reservoirs showed that they are functioning properly and passed all functional testing. After testing it was concluded that the devices operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of high blood glucose readings, low battery alert and air bubbles anomaly from the insulin pump. The customer's blood glucose reading was 24.0 mmol/l. The customer treated the high readings with manual injections. The customer stated that every time they put in a new battery, it goes dead in 2 days. The customer stated that there are air bubbles on top of the reservoir and new o-rings. The customer was advised that rewinding with a reservoir in place will create air bubbles. The customer was advised to deliver a 5 unit fixed prime until air bubbles are no longer visible. The customer will be sent a replacement reservoir.